Event description:
A malfunction alarm was reported, indicating a technical issue with the pump. Customer's blood glucose level did not exceed 500 mg/dl, which implies that there was no adverse impact. Technical support provided instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to contact support again if any issues reappeared and was able to continue using the pump without further problems.